Event description:
It was reported that the right ventricular (rv) lead exhibited low out of range shock impedance. Boston scientific technical services (ts) provided troubleshooting actions. It was later noted that the patient was at the chiropractor and had the transcutaneous electrical nerve stimulation (tens) unit on, which caused the low out of range impedance. The lead remains in use. No adverse patient effects were reported.